Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would not charge and was no longer working. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.